Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low as well as high blood glucose level due to incorrect time of bolus transforming from insulin pump. Customer's blood glucose level was 42 mg/dl. Customer reported that the bolus at night timing is delivered at higher rate compared to day time. Whereas insulin pump was set to wrong time. The insulin pump will not be returned for analysis.